Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that both output connectors of the device were broken, as well as the hanger assembly. It was also noted that the lower case of the device was contaminated, and the test access label was damaged with tool marks. It was further noted that both the battery wires and liquid crystal display (lcd) wires were pinched but not compromised; they were all routed incorrectly over the battery compartment. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator's (epg) output connectors were damaged. There was no patient involvement. It was further reported that the epg had a broken hanging clip. The epg has been returned for warranty repair.